Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.4135" x 0.0665" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The instrument failed energy recognition. The instrument was connected to an in-house energy generator and failed the energy recognition test; instrument generated message " tighten assembly". The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted neck dissection surgical procedure, the harmonic ace instrument prompted a message to relax the pressure on the blade. When the customer pressed the pedal to open the jaws, the instrument blade broke and fell off. The customer completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument blade was completely broken off. There was no instrument collision during the procedure. No fragment fell inside the patient and there was no injury to the patient.